Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a potential revision procedure was identified involving the replacement of custom bilateral tmj implants due to heterotopic bone formation approximately nine (9) years post-implantation. The excessive bone growth occurred in the fossa and affected the patient¿s ability to open their mouth. The patient has reportedly complied with follow-up care and rehabilitation protocols. No additional harm was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b5, g3, h1, h2, h6 and h11. Reported event was unable to be confirmed due to limited information received from the customer and product was not returned. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The designer of this device, 3d systems, was notified of this event and an investigation was conducted. 3ds stated the heterotopic bone growth in the patient was not the result of any product failures. This is a potential revision due to abnormal patient anatomy changes. The surgical representative for the initial case indicated that no intraoperative issues were identified. It was noted that the patient had previously had a history of excessive bone growth in the fossa region. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.